Event description:
It was reported that the patient developed pocket infection. The implantable cardioverter defibrillator was explanted on an unknown date. No patient condition or additional information could be obtained.

Manufacturer narrative:
Analysis was normal. No anomalies were found.